Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation surgery for humerus shaft fracture with the drill bit and radiolucent drive in question. During the 1st distal screw insertion, the surgeon tried to drill with the drill bit but was unsuccessful. He firmly held the radiolucent drive by his left hand while drilling. The surgeon changed the drill bit to a new one but was unable to drill and the battery was dead. He changed the battery and tried again, but the radiolucent drive stopped working with abnormal sound. The surgeon drilled the cortex without the radiolucent drive, and he completed drilling the front and opposite cortex successfully. The surgeon tried to drill with the radiolucent drive again during the 2nd distal screw insertion, but he couldn¿t drill the bone. The surgeon gave up using the radiolucent drive and he drilled successfully without the radiolucent drive. The bone quality was normal. The surgery was completed successfully. There was a surgical delay of thirty (30) minutes. No further information is available. Concomitant device reported: unk- drill (part# unknown; lot# unknown; quantity: 1). Unk - screws: cortex (part# unknown; lot# unknown; quantity: 1). Unk - powered drivers/handpieces: battery (part# unknown; lot# unknown; quantity: 1). This pc is related to (B)(4). This report is for one (1) 3.2mm three-fluted radiolucent drill bit/needle point/145mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.010.100. Lot: u348861. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: 12. Nov. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the received drill bit is in a very used condition, the cutting edges are totally blunt, there are nicks, slight deformation and scratched all over. The plastic coupling adapter has strong wear marks. Functional testing: a functional test is not possible as the received drill bit is in a end of life condition, the total blunt cutting edges would clearly have an influence on the cutting efficiency of the drill bit. Dimensional inspection: the relevant dimensions cannot be verified anymore due to the damages at the cutting edges. Document/specification review: the certificate of the raw material was reviewed during the performed device history review and meet specification. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Investigation conclusion: the complaint is rated as confirmed as the received drill bit is in an end of life condition. During the performed evaluation no manufacturing related issue could be detected. Based on the provided information we cannot determine the root cause regarding the complained malfunction of the radiolucent drive. The blunt condition of the drill bit could have contributed to this event, but afterwards it cannot be defined if the drill bit did get damaged during the procedure, for example by an metallic contact, or if the device was already blunt from a previous procedure. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.